Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen is scratched and hard to read. The customer was advised to call back later.